Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3;h6. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records and compatibility checks, neither were provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: loosening and malrotation of the acetabular cup of the left hip arthroplasty as noted. A definitive root cause cannot be determined. This complaint was confirmed based on the provided x-rays. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: country: new zealand customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 13 years post implantation of a total hip arthroplasty, the patient was revised due to cup loosening and cup had flipped. No additional information was available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgery was completed on the left hip. No further event information is available at the time of this report.